Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in an auto accident on (B)(6) 2025 and they had started having urinary problems since then. Patient said they were ill and had frequent urination and continuous utis. Patient spoke with the manufacturing representative (rep) about 4-6 weeks ago via phone and the rep helped the patient connect to their implant and made some adjustments however symptoms didn't improve. Patient then met with the same rep about 2-3 weeks ago and was told the system was no longer connected, something dislodged and they would need to have a revision. Patient had revision on (B)(6) 2025. Patient said that the new stimulator was placed on the same side whereas the lead was placed on the other side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.